Manufacturer narrative:
The insulin passed displacement test, a21 error test and self test. No a21 or a17 alarms noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting found that the unexpected restart error alarm was recurring during normal use. The customer also confirmed that the pump was not stored or out-of-use for an extended period of time. A self test was performed and the pump passed. The customer was advised that they make wear the pump until a replacement arrives. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.